Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed due to increased impedance measurements and loss of atrial and ventricular capture.